Event description:
It was reported that a physician implanted an x-stop device into a pt. Post operatively, the pt experienced to improvement in pain and had recurrent disc herniation. The physician removed the x-stop device and performed a discectomy with fusion and instrumentation. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company rep.